Event description:
Complainant alleged that during a routine preventative maintenace check, the device's energy selector buttons did not chaange the energy levels, instead they turned on the sync function and charged the defibrillator. The complainant indicated that there was no patient involvement in the reported failure.